Event description:
It was reported that during un-packaging of the 2.75 x 15 mm nc trek balloon catheter, the protective sheath was difficult to remove from the device; therefore, the device was not used in the patient. A new nc trek balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Abbott was unable to analyze the used device, as it was not returned. A review of the complaint handling database found no similar events from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol.